Event description:
It was reported to medtronic minimed that the customer reported pump crack on the battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on battery tube, pcba 1, pcba 2, force sensor and motor. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing, cracked case, scratched case and corroded battery tube. Cosmetic damage confirmed at the battery tube side. Blank display confirmed due to moisture damage on the battery tube and electronic assembly. Exposed to moisture damage confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.